Event description:
It was reported that catheter was perforated after 30 days of use, presenting leaking.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexg0598 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rexg0598) have been reported from one (B)(6) facility.